Event description:
It was reported that the pt underwent a procedure to revise the right ventricular lead. During the procedure, the surgeon found an insulation defect and cut the left ventricular lead. The lv lead was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the damage found was sustained in the field. The lead exhibited normal electrical characteristics. No anomaly was found.